Event description:
Reported alleged discrepant blood glucose values of 370 mg/dl on the customers advantage system compared to the nurse measurement of 166 mg/dl when testing was performed back to back. No report of an exact timeframe between testing. No actions or treatments reported. Reporter stated there was no report of the customer experiencing any hyperglycemic or hypoglycemic symptoms during the time of testing. A request was made for the return of the suspect device and replacement product was sent.